Event description:
Caller reported an alarm 2 due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no further assistance from tandem technical support was necessary as there were no frequent or recurring occlusion issues.